Manufacturer narrative:
A partial lead with the distal tip measuring 53.8cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.5-12.2 cm, from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion was noted at 10.7-11.3 cm, 17.2-18.3cm, 32.1-32.2cm, 32.1-32.4cm, 33.1-33.3cm, and 33.6-33.8cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 19.1-19.8 cm, 19.2-20.0cm, and 38.7-39.1cm from the distal tip consistent with lead friction to friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 19.2 cm to 19.5 cm from the distal tip, consistent with lead friction to friction to another device or feature of the heart. The insulation abrasion breached the empty lumen the etfe coating was intact at this location.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that externalized conductors were noted on the patient's right ventricular lead. This was discovered through fluoroscopy. The lead was explanted and replaced. The patient was stable.